Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2022, the patient underwent removal surgery due to pain. There was no broken implant reported. The surgeon then converted patient to a total hip arthroplasty. Removed hardware successfully. Patient consequence unknown. This report is for (1) 5.0mm ti locking screw 32mm- for im nails. This is report 3 of 3 for (B)(4).

Event description:
It was reported that on (B)(6) 2022, the patient underwent removal surgery due to pain. There was no broken implant reported. The surgeon then converted patient to a total hip arthroplasty. Removed hardware successfully. Patient consequence unknown. This report is for (1) 5.0mm ti locking screw 32mm- for im nails. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.